Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/19/2016 with the following findings: cracked battery compartment from threads to case seal left of grip pad. Dim display with reddish text. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked compartment and dim display. This report is made based on the results of an investigation completed on 12/19/2016.